Event description:
It was reported that during pre-operative preparation for use of the monitor, the unit's display did not respond, the caller was unable to access the service menu, and it was believed that the display might have required calibration. No troubleshooting steps had been taken at the time of the report. The unit did not alarm when the malfunction occurred. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.